Event description:
It was reported that during a laparoscopic total hysterectomy procedure when activating the device over the uterine manipulator they received an error, "relax pressure on the blade" error on the gen 11. They activated the device again and they received an error "tighten instrument" and then, "replace instrument" screen. They turned the generator off. When the generator was turned back on they still received "replace instrument" screen. They plugged the device into a gen 04 and received an instrument error. They looked at the device and saw that the active blade had broken off. The blade was found outside the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.